Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
A patient received an atlantis abutment (goldshaded, titanium) in regio 24 (fdi # 31) for nobel active 3.0. According to the information from dentist this abutment fractured and subsequently led to the removal of the implant, resulting in an additional surgery.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.